Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
S-rom pinnacle total hip replacement, (B)(6), (B)(6) (B)(6) 2018. The patient received a s-rom pinnacle primary hip replacement following multiple pelvic injuries as a result of a motor vehicle accident approximately 6 years ago in nsw. The patient reported to (B)(6) last wednesday complaining of severe pain in her hip. Following x-ray evaluation at the hospital, it was determined that the s-rom delta femoral head was fractured, and a revision of the head and insert were required. The reported implants attached in this form were removed by the surgeon and sent to the (B)(6) hospital bio-engineering department as per (B)(6) protocol for retrieved implants. The exact cause of the fracture/ series of events leading up to the fracture of the implant were not made available to jnj representative for this report. The replacement implants are as follows: ref: 1219-32-450 (lot: c89161), and ref: 1365-32-230 (lot: 8481855). (B)(6). Doi: 6 years ago- dor: (B)(6) 2018 (unknown hip).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.